Event description:
The unit was set at 60 mmhg. The unit ran continuously & extravasated the patient's shoulder. The rep. Found out that the hospital staff disconnected the tubing from the unit & reconnected it for the next surgery in another operating room. Unit was used the next day and it funtioned with no problems. Patient was administered a diuretic (lasix) to relieve the pressure in the shoulder. Patient is doing well. This device is used for treatment.